Event description:
I had saline breast implants done originally back in (B)(6) 2002. Not long after, I noticed a change in my energy level and skin. I began to experience weight gain and metabolic issues, digestive issues and food intolerances. Unfortunately, at the time I was not as health conscious as I am now, so I attributed my symptoms to that. After changing my diet and eliminating certain foods, the symptoms persisted. I went on with life the best I could. Fast forward to 2005, I gave birth to my daughter who has adhd and all of the same dietary intolerances that I have. Lactose, gluten free oats, gluten, corn, soy, we pretty much avoid it all. I wonder if her issues are because of being exposed in utero to the implant chemicals. I also breastfed for about 9 week. I had my implants replaced on (B)(6) 2014, 12 years after having them in the first time. It all went downhill from there. I got worse. I began to feel so run down all the time, despite eating ridiculously healthy and exercising, good sleep habits, nothing helped. I thought I had celiac disease and leaky gut I fought with (B)(6) over getting a diagnosis when all my labs showed normal, but my hair was falling out and I looked like someone beat me up when I woke up every day. I was exhausted, I had crazy acne on my neck and forehead that seemed to be triggered by breathing. I couldn't get rid of it no matter what I did. No medications helped, taking them actually made me worse. I began to think that it was stress or something else environmental before I finally got the hashimotos thyroiditis diagnosis. The medications helped a little bit. My hair continued to fall out, the acne continued as well as the dietary / digestive issues. Fatigue was just a part of life for me. I actually forgot what it felt like to not be tired and run down. In 2017 I began to eat according to the "pateo" autoimmune protocol with some mild return of energy, but nothing else changed for me. I needed a nap every day just to make it through and be there for my family. In (B)(6) 2018 I felt so awful I was convinced my thyroid was acting up again. I never thought or considered it could be my breast implants that were making me sick. In (B)(6) 2018, I was on (B)(6) looking up hashimotos symptoms and treatments, hoping to find something I had missed that might help me to feel better. An article about breast implant illness popped up. My heart skipped, never had I heard of this. I knew of the 3m / silicone implant lawsuit years ago, but thought that saline was perfectly safe. After days of reading about breast implant illness, I had a glimmer of hope that this was what I had. I had so many of the symptoms all the other ladies were reporting it couldn't be a coincidence. I immediately sought out a plastic surgeon near me for explant surgery. I had the surgery on (B)(6) 2018 and I feel amazing. Unfortunately my surgeon said my capsules were paper thin and attached to vital tissues, so he didn't feel comfortable removing it. He said they should dissolve on their own. I hope this won't cause me trouble down the road, but feel so much better now. I have energy, I look normal again and my skin is completely clear. My hair is no longer falling out. I am so glad I got those toxic things out of me.